Event description:
Following a device use with a pt and charge pak replacement, it was reported that the device had no voice outputs. There was no pt involvement with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported no audio failure. Physio-control continues to investigate the failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.